Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/03/2015. The fse found and trimmed leaking tubing at pinch valve (pv27) to resolve the leak. The fse then performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 7ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer could not identify the source of the leak, and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.